Event description:
Caller reported administering insulin based on a bg reading on freestyle meter. Child then had a seizure. Caller gave child grape juice and event was resolved. No comparative bg readings available. No further action planned.